Manufacturer narrative:
Additional serial numbers continued from serial#: (B)(4). Additional lot numbers continued from lot#. 504037e, id440.

Event description:
A review of quarterly events indicated that patient samples tested on the echo lumena automated blood bank system produced inaccurate results for known antibodies, an antibody screen assay error; a crossmatch validation error and abo rh mistypes. A review indicated that three (3) patient sample tests [from two (2) patients] using the echo lumena automated blood bank system whereby, the instrument produced discrepant results against known results for aborh typing. The three (3) inaccurate results were for anti-d using anti-d monoclonal series 4 and 5. A review indicated that five (5) patient sample tests using the echo lumena automated blood bank system whereby, the instrument produced false negative results for known antibodies, including: two (2) for the anti-e antibody; one (1) for the anti-fyb antibody; one (1) for the anti-jka antibody and one (1) for the anti-kpa antibody; where the sample was negative on the echo lumena and positive on the neo iris. A review indicated that one (1) patient sample test using the echo lumena automated blood bank system produced an incompatible crossmatch for anti-c. A review indicated that one (1) patient sample test using the echo lumena automated blood bank system where the instrument produced negative screen results using the capture-r ready screen 3 assay; conflicting with the capture-r ready ID assay which produced antibody results. In each circumstance, subsequent testing of relevant reagent retention lots produced accurate results. Additional investigations related to quality control processes; test procedures and other facts could not determine any direct cause of the missed antibody screening and the malfunctions are allocated against the analytical instrument.